Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts due to undefined high pacing impedance and undefined high rv and superior vena cava (svc) defibrillation impedance. In addition, the lead had high thresholds. The detections were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.